Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called regarding autofill failure alarm that had gone off. Customer stated had pressed iab fill and the alarm still continued. The patient was successfully switched to another pump and now had been pumping for a few minutes. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Complaint record being cancelled as it is a duplicate to tw# (B)(4);mfg report number 2249723-2023-03596. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
Complaint record being cancelled as it is a duplicate to tw# (B)(4);mfg report number 2249723-2023-03596.